Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues "). The patient was treated with surgery (partial hysterectomy ). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("migration of essure device location of device : uterus") in a 34-year-old female patient who had essure (batch no. 731587 (right) , 681140 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 25 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain, anxiety and depression had not resolved and the device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment on multiple occasions for symptoms and left with serious injuries. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus and she did not underwent essure confirmation test are added. Lot number added. Patient, product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("migration of essure device location of device : uterus") in a 34-year-old female patient who had essure (batch no. 731587 (right) , 681140 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 25 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain, anxiety and depression had not resolved, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment on multiple occasions for symptoms and left with serious injuries. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received . Event dysmenorrhea (cramping) added. Event pelvic pain outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device expulsion ("migration of essure device location of device : uterus") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 731587, 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxious") and depression ("depressed"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown, the pelvic pain was resolving, the abdominal pain, anxiety and depression had not resolved and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment on multiple occasions for symptoms and left with serious injuries lot numbers and exp/MFR dates 681140 oct2010 / oct2009. 731587 apr2013 / apr2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received . Event heavy bleeding were added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("migration of essure device location of device: uterus") in a 34-year-old female patient who had essure (batch no. 731587, 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 25 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown, the pelvic pain was resolving and the abdominal pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment on multiple occasions for symptoms and left with serious injuries. Lot numbers and exp/MFR dates: 681140 oct2010 / oct2009, 731587 apr2013 / apr2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device : uterus/uterine cavity'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure (batch no. 731587 (right) , 681140 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included obesity in 2011 and uterine bleeding. Concurrent conditions included cervical dysplasia and hypertension. Concomitant products included diazepam since 2004, fluoxetine hydrochloride (prozac) since 2004, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2011 to (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2011 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and pregabalin (lyrica). In 2010, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 1 month 25 days after insertion and 1 day after removal of essure. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain pelvic pain"), anxiety ("anxious / psychological or psychiatric problems - conditions: anxiety/mental anguish"), depression ("depressed / psychological or psychiatric problems - conditions: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and supracervical hysterectomy (uterus only),partial). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown, the genital haemorrhage had resolved, the pelvic pain was resolving and the abdominal pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment on multiple occasions for symptoms and left with serious injuries. Discrepancy noted with date of insertion: (B)(6) 2011 as per previous fu. Discrepancy noted with date of removal: 2010 as per pfs(fu-10). Lot numbers and exp/MFR dates 681140 (B)(6)2010 / oct2009. 731587 apr2013 / apr2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet received: product details updated. New event perforation (uterus) was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device : uterus/uterine cavity') and uterine perforation ('perforation (uterus)') in a 34-year-old female patient who had essure (batch no. 731587 (right) , 681140 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included obesity in 2011 and uterine bleeding. Concurrent conditions included cervical dysplasia, hypertension and multiple sclerosis. Concomitant products included diazepam since 2004, fluoxetine hydrochloride (prozac) since 2004, hydrocodone bitartrate; paracetamol (lortab) from (B)(6) 2011 to (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and pregabalin (lyrica). In 2010, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 1 month 25 days after insertion and 1 day after removal of essure. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain pelvic pain"), anxiety ("anxious / psychological or psychiatric problems - conditions: anxiety/mental anguish"), depression ("depressed / psychological or psychiatric problems - conditions: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and supracervical hysterectomy (uterus only), partial). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, uterine perforation, menstrual disorder and dysmenorrhoea outcome was unknown, the genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved, the pelvic pain was resolving and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment on multiple occasions for symptoms and left with serious injuries. Discrepancy noted with date of insertion: (B)(6) 2011 as per previous fu discrepancy noted with date of removal: 2010 as per pfs(fu-10). Lot numbers and exp/MFR dates: 681140 oct2010 / oct2009, 731587 apr2013 / apr2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Reporter information, medical history added. Event outcome updated. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial hysterectomy/ with removal of essure devices.). Essure was removed in 2010. At the time of the report, the device dislocation, abdominal pain, anxiety and depression had not resolved and the pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent treatment on multiple occasions for symptoms and left with serious injuries. Most recent follow-up information incorporated above includes: on 14-nov-2017: follow up from summons received - events abdominal pain, migration, anxious and depressed were added. Essure start and stop date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.